Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was initially reported that the patient was referred for generator replacement and wound revision surgery. Further information was received via implant form which noted that the reason for reimplant was due to infection. The generator was replaced. No additional relevant information was received to date.